Event description:
A malfunction on the pump was reported by the customer, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The malfunction was identified as malf 12, which was resettable, and the customer had not reported or reset the pump for this malfunction in the last 24 hours. Technical support provided pump reset information and assisted the customer in resetting the pump, ensuring that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which they acknowledged and understood.